Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 320 mg/dl. The customer was treated for high blood glucose with syringe. The customer's mother stated that she speak to her doctor today and make some basal adjustments and ratio carb adjustment. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to follow up with health care provider concerning unexplained high blood glucose. The customer was advised that insulin pump seems to be working as it should.